Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter) were noted. The analyst noted that 6119 of 6257 lifetime short interval counts (sic) were recorded beginning (B)(6) 2014. The lead integrity alert (lia) was triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and sic. There are 3 non-sustained tachycardia events of greater than 220 ms recorded between (B)(6) 2013 and (B)(6) 2014.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and and no anomalies were found.

Event description:
It was reported that there was oversensing observed in the right ventricular lead. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).